Manufacturer narrative:
This supplemental is being submitted for completion of analysis and investigation. Product event summary: the vad was not returned for evaluation. The reported high power event was confirmed via review of the controller log files which revealed a slight increase in power consumption starting 29-mar-2020 and a sharp increase in power consumption starting 03-apr-2020, leading to parameters above normal operating range; 20 high watt alarms were logged since 03-apr-2020. A sudden decrease in power consumption was then logged on 04-apr-2020 leading to a return to baseline parameters. Of note, it was reported that the patient was treated with tissue plasminogen activator (tpa) after which the power and flow returned to normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported high power event was confirmed via review of the controller log files which revealed a slight increase in power consumption starting on (B)(6) 2020 and a sharp increase in power consumption starting on (B)(6) 2020, leading to parameters above normal operating range; 20 high watt alarms were logged since on (B)(6) 2020. A sudden decrease in power consumption was then logged on (B)(6) 2020 leading to a return to baseline parameters. Of note, it was reported that the patient was treated with tissue plasminogen activator (tpa) after which the power and flow returned to normal operating range. Additional information received from the site indicated that the thrombosis caused hypoperfusion and, in combination with the patient's existing aortic insufficiency, contributed to worsening organ damage. It was further reported that the patient subsequently died due to severe aortic insufficiency. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus, multi-organ failure, and death are known potential complications associated with the implantation of an vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, including the patient¿s history of aortic insufficiency, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the patient was admitted and received multiple tissue plasminogen activator (tpa) treatments. It was also reported that at the time of this event, the patient's anticoagulation medications were warfarin and aspirin. The patient subsequently died and the cause of death was reported as severe aortic insufficiency.

Manufacturer narrative:
Corrections: g2, h4 a supplemental report is being submitted for additional information and corrections. G2 report source corrected from health professional to health professional, study, company representative. H4 device manufacture date corrected from 31-oct-2018 to 11-oct-2018. Newly received information indicated that the patient was admitted and received multiple tissue plasminogen activator (tpa) treatments. It was also reported that at the time of this event, the patient's anticoagulation medications were warfarin and aspirin. The patient subsequently died and the cause of death was reported as severe aortic insufficiency. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for correction and update to the investigation. Correction b5: event description was corrected to include additional patient signs/symptoms and clinical actions taken. Correction b7: relevant history was corrected to include prior infection event. Correction h6: patient ime code and imf code were updated. Product event summary: (B)(6) was not returned for evaluation. Review of the sterility certificate confirmed that the associated device met all requirements for release. The reported high power event was confirmed via review of the controller log files which revealed a slight increase in power consumption starting (B)(6) 2020 and a sharp increase in power consumption starting (B)(6) 2020, leading to parameters above normal operating range; 20 high watt alarms were logged since (B)(6) 2020. A sudden decrease in power consumption was then logged on (B)(6) 2020 leading to a return to baseline parameters. Of note, it was reported that the patient was treated with tissue plasminogen activator (tpa) after which the power and flow returned to normal operating range. Additional information received from the site indicated that the thrombosis caused hypoperfusion and, in combination with the patient's existing aortic insufficiency, contributed to worsening organ damage. It was further reported that the patient subsequently died due to severe aortic insufficiency. It was further reported that the patient experienced acute renal dysfunction requiring dialysis. Nine (9) days later, the patient developed sepsis and was given intravenous (IV) antibiotics. Also, the patient had hepatic dysfunction with elevated a spartate aminotransferase (ast) and bilirubin. In addition, on (B)(6) 2021 the patient presented with shortness of breath (sob), hypotension, and altered mental status. The patient was found to have a urinary tract infection (uti) with a mixed septic and cardiogenic shock. The septic and cardiogenic shock were found not to be the cause of infection. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus, infection, renal dysfunction, hepatic dysfunction, aortic insufficiency, multi-organ failure, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, including the patient¿s history of aortic insufficiency, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4). Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced acute renal dysfunction requiring dialysis on (B)(6) 2020. Nine (9) days later, the patient developed sepsis and was given intravenous (IV) antibiotics. Also, the patient had hepatic dysfunction with elevated aspartate aminotransferase (ast) and bilirubin. In addition, on (B)(6) 2021 the patient presented with shortness of breath (sob), hypotension, and altered mental status. The patient was found to have a urinary tract infection (uti) with a mixed septic and cardiogenic shock. The septic and cardiogenic shock were found not to be the cause of infection.

Event description:
It was further reported that the patient¿s left ventricle ejection fraction was moderately reduced to 35 percent. It was noted that the sepsis was due to klebsiella.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) was not returned for evaluation. Review of the sterility certificate confirmed that the associated device met all requirements for release. The reported high power event was confirmed via review of the controller log files which revealed a slight increase in power consumption starting 29/mar/2020 and a sharp increase in power consumption starting 03/apr/2020, leading to parameters above normal operating range; 20 high watt alarms were logged since 03/apr/2020. A sudden decrease in power consumption was then logged on 04/apr/2020 leading to a return to baseline parameters. Of note, it was reported that the patient was treated with tissue plasminogen activator (tpa) after which the power and flow returned to normal operating range. Additional information received from the site indicated that the thrombosis caused hypoperfusion and, in combination with the patient's existing aortic insufficiency, contributed to worsening organ damage. It was further reported that the patient subsequently died due to severe aortic insufficiency. It was further reported that the patient experienced acute renal dysfunction requiring dialysis. Nine (9) days later, the patient developed sepsis and was given intravenous (IV) antibiotics. Also, the patient had hepatic dysfunction with elevated aspartate aminotransferase (ast) and bilirubin. In addition, on 18-jan-2021 the patient presented with shortness of breath (sob), hypotension, and altered mental status. The patient was found to have a urinary tract infection (uti) with a mixed septic and cardiogenic shock. The septic and cardiogenic shock were found not to be the cause of infection. Further information received from the site indicated that the patient¿s left ventricle ejection fraction was moderately reduced to 35 percent. It was noted that the sepsis was due to klebsiella. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus, infection, renal dysfunction, hepatic dysfunction, aortic insufficiency, multi-organ failure, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, including the patient¿s history of aortic insufficiency, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the thrombosis caused hypoperfusion and, in combination with the patient's existing aortic insufficiency, contributed to worsening organ damage. It was also reported that the patient's thrombosis was treated with thrombolytics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This supplemental is being submitted for additional information received on the event narrative. This information was received from the hvad destination therapy post approval study. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited elevated powers and flow, accompanied by high watt alarms. Pump thrombosis was suspected and the patient was subsequently treated with tissue plasminogen activator (tpa), resulting in near return to baseline parameters. The vad remains in use. No further patient complications have been reported as a result of this event.